Event description:
During a remote follow-up, it was observed that the patient experienced inappropriate high voltage therapy. However, no transmissions for the therapy were received and it was unclear if the therapy was appropriate or inappropriate. The patient experienced dizziness. No intervention has been performed. The patient is stable.